Event description:
Subsequent to the initially filed report, the following information was received: the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to grade 3-4. The physician stated that the cause of the slda is due to barlows disease. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported single leaflet device attachment/slda appears to be due to challenging patient anatomy. Additionally, reported mitral regurgitation (mr) was a cascading effect of the reported slda. The reported mitral regurgitation is listed in the mitraclip ntr/xtr instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: patient code 2199 removed.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization, and surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse severe bi-leaflet. On (B)(6) 2019, two clips were successfully implanted, reducing mr to 1. On (B)(6) 2020, the patient returned for follow-up and an echocardiogram revealed one clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda). On (B)(6) 2020, the patient underwent surgery for a mitral valve replacement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.